Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right atrial lead was found dislodged prior to surgery. Loss of atrial capture and pacing impedance anomaly were also observed. During surgery, helix would not extend. The lead was capped.